Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they have to press the device's on/off button multiple times to power the device on. As a result, defibrillation therapy may be delayed or unavailable, if it is needed. There was no report of patient use associated with the reported event.